Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change procedure. Prior to the procedure, it was discovered that the left ventricular lead exhibited high capture threshold. The physician elected to cap and replace the lead on (B)(6) 2019. The patient's condition remained stable post procedure.